Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16847.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device shows code pressure regulation high and then goes inoperable. It was reported there was no patient involvement, at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer verified that the tubing was crossed on the device and once the tubing was corrected the issue was resolved. The device passed required performance verification tests per philips standards and was returned to service.